Manufacturer narrative:
Product analysis the device returned with the external slider in the home position. The backend wheel was slightly advanced. A gap was evident between the graft cover and the taper tip. A kink was visible on the graft cover over the stent stop. A crack was visible on the backend wheel component. Severe damage was observed to numerous backend wheel screw gear threads. A 0.035-inch guidewire was loaded via the taper tip with slight resistance noted at the taper tip. The taper tip appeared somewhat loose therefore fluoroscopy imaging was performed. The imaging confirmed the collar was correctly positioned within the tip. A kink was visible on the attach tip assembly at the edge of the sleeve. The reported blockage could not be confirmed through analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B5; additional information receive: it was reported that the device's box was sealed with no damage when opened. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft was intended to be implanted during the endovascular treatment of a 49mm aaa. The patient had a conical neck with moderate right and left iliac calcification. It was reported that during the index procedure the device was flushed with saline however when trying to introduce the stiff wire at the tip of the catheter it was not possible. The wire was blocked at the taper tip of the catheter (white nose). Another guidewire was used to try and advance through the back side but was blocked again. The physician then used a non mdt device to complete the procedure. Per the physician the cause is undetermined. No additional sequelae were reported and the patients is fine.